Event description:
It was reported that after the vascular graft was implanted, the pt experienced prolonged post procedure bleeding at the puncture sites created during dialysis treatment. The physician reported that there were difficulties cannulating the graft during dialysis. The repeated punctures led to pseudoaneurysm, thrombosis and graft occlusion. Surgical intervention and revision was required approx two months after implant. Further info is pending.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed. This lot met all release criteria. The DHR review showed that this lot of vascular grafts passed all physical testing, including longitudinal tensile strength (lts) and radial tensile strength (rts), wall thickness, intermodal distance, and passed qc final inspection. The DHR review showed that all process parameters were within specification. There was no evidence of any deficiencies within the lot that would contribute to this complaint. Based on the DHR review, there is no evidence of a mfg related cause to this event. This is the only complaint reported for this lot number to date. The complaint sample is not available for return. The investigation is currently underway.